Event description:
It was reported that during central processing, customer reported the tip-up fenestrated grasper instrument tip had broken off. There was no reported patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the coordinator stated the broken grip on the tip-up fenestrated grasper had occurred during sterilization and it was noticed after the sterilization process was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper was analyzed and found to have a broken grip at the midpoint of the grip. A piece of approximately .780" x .190" was found to be broken off. The broken piece was not returned. Common causes of the failure mode broken instrument grips-tips are typically attributed to misuse, such as excessive force applied to the instrument jaws. This damage during use may result from applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The complaint regarding the failure of the broken grip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument log for the tip-up fenestrated grasper instrument (470347-12/k132209120314) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 with 9 uses remaining. No image or procedure video was provided for review. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.